Event description:
Event verbatim [preferred term] indication: uterine artery embolisation [off label use], indication: uterine artery embolisation [device use issue], pelvic infection [pelvic infection]. Narrative: this is a literature report from product quality group for the following literature source(s): "a case of placenta accreta in pregnancy after uterine artery embolisation for obstetric crisis haemorrhage", the tokai journal of obstetrics and gynecology, 2025; vol:61, pgs:183-188. A 27-year-old female patient received absorbable gelatin (absorbable gelatin), for uterine artery embolisation. The patient's relevant medical history included: "atonic haemorrhage after a caesarean section" (unspecified if ongoing); "atonic haemorrhage after a caesarean section" (unspecified if ongoing); "premature separation of placenta" (unspecified if ongoing), notes: in the normal position at 35 weeks of gestation. The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown"\ and all described as "indication: uterine artery embolisation"; pelvic infection (intervention required, medically significant), outcome "unknown". The patient underwent the following laboratory tests and procedures: blood fibrinogen: 339 mg/dl, notes: before uae; haemoglobin: 5.7 g/dl, notes: before uae. The action taken for absorbable gelatin was unknown. Causality for "indication: uterine artery embolisation" and "pelvic infection" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on (B)(6) 2025 for absorbable gelatin: investigation summary and conclusion: no further manufacturing investigation was required as no valid lot number or returned sample was available. This complaint will continue to be trended. If additional information becomes available, this complaint will be reopened. Product quality group provided investigational results on [(B)(6) 2025] for [absorbable gelatin]: investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (09jun2025): this is a spontaneous follow-up report from product quality group providing investigation results. Follow-up (11nov2025 and 12nov2025): this is a spontaneous follow-up report from product quality group providing investigation results., comment: based on currently known drug safety profile, a causal association between the reported event pelvic infection and absorbable gelatin cannot be excluded in the context of absorbable gelatin used for uterine artery embolization.

Manufacturer narrative:
Investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event [preferred term] indication: uterine artery embolisation [off label use], indication: uterine artery embolisation [device use issue], pelvic infection [pelvic infection]. Narrative: this is a literature report for the following literature source(s): "a case of placenta accreta in pregnancy after uterine artery embolisation for obstetric crisis haemorrhage", the tokai journal of obstetrics and gynecology, 2025; vol:61, pgs:183-188. A 27-year-old female patient received absorbable gelatin (absorbable gelatin), for uterine artery embolisation. The patient's relevant medical history included: "atonic haemorrhage after a caesarean section" (unspecified if ongoing); "atonic haemorrhage after a caesarean section" (unspecified if ongoing); "premature separation of placenta" (unspecified if ongoing), notes: in the normal position at 35 weeks of gestation. The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: uterine artery embolisation"; pelvic infection (intervention required, medically significant), outcome "unknown". The patient underwent the following laboratory tests and procedures: blood fibrinogen: 339 mg/dl, notes: before uae; haemoglobin: 5.7 g/dl, notes: before uae. The action taken for absorbable gelatin was unknown. Causality for "indication: uterine artery embolisation" and "pelvic infection" was determined associated to absorbable gelatin (malfunction)., comment: based on currently known drug safety profile, a causal association between the reported event pelvic infection and absorbable gelatin cannot be excluded in the context of absorbable gelatin used for uterine artery embolization.

Event description:
Event verbatim [preferred term] indication: uterine artery embolisation [off label use], indication: uterine artery embolisation [device use issue], pelvic infection [pelvic infection]. Narrative: this is a literature report from product quality group for the following literature source(s): "a case of placenta accreta in pregnancy after uterine artery embolisation for obstetric crisis haemorrhage", the tokai journal of obstetrics and gynecology, 2025; vol:61, pgs:183-188. A 27-year-old female patient received absorbable gelatin (absorbable gelatin), for uterine artery embolisation. The patient's relevant medical history included: "atonic haemorrhage after a caesarean section" (unspecified if ongoing); "atonic haemorrhage after a caesarean section" (unspecified if ongoing); "premature separation of placenta" (unspecified if ongoing), notes: in the normal position at 35 weeks of gestation. The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: uterine artery embolisation"; pelvic infection (intervention required, medically significant), outcome "unknown". The patient underwent the following laboratory tests and procedures: blood fibrinogen: 339 mg/dl, notes: before uae; haemoglobin: 5.7 g/dl, notes: before uae. The action taken for absorbable gelatin was unknown. Causality for "indication: uterine artery embolisation" and "pelvic infection" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on (B)(6) 2025 for absorbable gelatin: investigation summary and conclusion: no further manufacturing investigation was required as no valid lot number or returned sample was available. This complaint will continue to be trended. If additional information becomes available, this complaint will be reopened. Follow-up (B)(6) 2025): this is a spontaneous follow-up report from product quality group providing investigation results., comment: based on currently known drug safety profile, a causal association between the reported event pelvic infection and absorbable gelatin cannot be excluded in the context of absorbable gelatin used for uterine artery embolization.